Event description:
It was reported that person in charge of operation room found damaged package of product during the inspection which led to broken s terilization.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73l2100573 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging was observed to be cracked along the top left corner of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35r 6/box lot# 73l2100573 investigation did not show issues related to the complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of packaging damage - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that person in charge of operation room found damaged package of product during the inspection which led to broken s terilization.